Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was having motor error alar. Customer's blood glucose at the time of the incident was 106 mg/dl. Troubleshooting was performed. Customer states that they have had more than one motor error alarm. Customer was advise to remove reservoir and infusion set from pump to ensure reservoir and infusion set are not disconnected. Customer was advise to revert to back up plan per health care professional. The device will be return for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).